Event description:
It was reported that the ins rubbed on the patient's sacroiliac joint causing nerve damage on the right side. The hcp moved the ins to the left side in 2005. The manufacturer's device registry showed that the patient's system was replaced in 2005. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3487a-33, lot# j0437023v, implanted: 2004-(B)(6), explanted: 2005-(B)(6),(inactivated); extension model 748925, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2005-(B)(6); programmer model 7434a, serial# (B)(4).